Event description:
The rotator broke during abdominal transcatheter arterial embolization (tae) at 500 psi, 1.2ml/sec, for 5ml. There was no report of harm or injury.

Manufacturer narrative:
Device eval: the suspect device eval not been completed. Conclusion: a f/u report will be submitted when the device eval has been completed.